Event description:
Customer reported that a patient presented with a recurrent hernia at an unspecified time following device implant. Patient was returned to surgery. Surgeon found an indirect recurrence with incarceration at the lateral aspect of the onlay. The onlay was initially stapled to secure. No further information was provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.